Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary surgery from the patient's left eye due to patient experiencing glare/halos. The patient had a decrease in her best corrected visual acuity (bcva), was experiencing diplopia, experiencing dysphotopsia, and the lens was decentered. A vitrectomy was performed to remove the lens and another model lens, an ar40e, 20.5 diopter was used for the replacement. The patient was reported as doing fine post op and her uncorrected visual acuity (ucva) was 20/20. Further information stated the lens was dissected from the capsule with viscoelastic and free of adhesions. Doctor attempted to re-position the lens into the center of the visual axis. The lens would not stay in a central position. The lens was then folded within the eye and removed. An ar40e was placed in sulcus with ccc (continuous curvilinear capsulorhexis) capture. The wound was closed with 10-0 nylon. At post op, the patient was 20/25 on day 1 with no diplopia. Her dysphotopsia and halos were gone. She is happy now.

Manufacturer narrative:
Additional information was received about the onset of symptoms and complications with the implantation procedure. It was reported that the patient started reporting her visual defects with diplopia on (B)(6), 2015. Also, there was a contraction of the anterior capsule during the original implant surgery. (B)(4). Device evaluated by manufacturer: no. Reason for non evaluation: device evaluation anticipated, but not yet begun. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal acrylic one-piece lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was contaminated, dust particles were present. This was expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens was cleaned using 2% liquinox, purified water and a swab. After cleaning the lens was inspected again using 12x magnification by a qualified final inspection operator. No anomalies were found. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process or any associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Specifically, the dfu cautions that care should be taken to achieve iol centration. All pertinent information available to abbott medical optics has been submitted.